Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose level of 514 mg/dl. The insulin pump alarmed no delivery. The customer declined troubleshooting for the high blood glucose. The customer will not return the device for analysis.